Event description:
It was reported that the catheter tip broke. The 95% occluded target lesion was located in the superficial femoral artery. A 135cm rubicon 35 guide catheter was selected for use. During the procedure, it was noted that the catheter tip started to break off inside the patient's body. The device was fully removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was fine post procedure.